Manufacturer narrative:
Additional review determined the event reported in this regulatory report pertained to the event reported under regulatory report 20 21898-2017-00625. Any additional information received will be reported under the latter regulatory report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted due to hydrocephalus. It was stated the device was replaced. No specific information was provided.